Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-01972. It was reported that the patient was not receiving effective therapy, due to one of the patient's leads had migrated. As a result, the patient's lead was explanted and replaced addressing the issue. Both leads are being reported as it is unknown which lead migrated.